Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found multiple forms of damage to the liner. The outer radius of the liner is scratched. The barb is scraped to the extent that a strand of poly protrudes from the liner. Various gouges were observed on the liner's rim. No dimensional analysis will be performed at this time due to the attempts to implant the liner. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-cups-unk, lot # unk.

Event description:
It was reported that the liner would not seat with the cup after multiple attempts. Consequently, the surgery was delayed 60 minutes. Attempts have been made, and no information has been provided.